Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a defective charger battery connector battery connector plug in board. The root cause for the defective component could not be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger was unable to charge a battery.